Event description:
A hospital in (B)(6) reported that manometer of an rd900 neopuff infant resuscitator was out of calibration.

Event description:
A hospital in (B)(6) reported that manometer of an rd900 neopuff infant resuscitator was out of calibration.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device and confirm the serial number/lot date. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff has not been returned to the manufacturer. The device was visually inspected for damage and then tested in accordance with the neopuff technical manual by a trained fisher & paykel healthcare service engineer at our regional office in the united states of america. Results: no damage was observed on the returned complaint chamber. The performance test did not identify any fault with the complaint device. Conclusion: no fault was found with the returned complaint device. The complaint device has been returned to the healthcare facility after passing all safety and performance checks.